Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15g1y, implanted: (B)(6) 2016, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they lost therapy with her left side device because the ins battery was dead and when they went to connect to the ins with the patient programmer, and was having difficulties, so she went to the health care professional (hcp) and the hcp checked her device and said the battery had reached its eos and also had wires that were broken and they have been waiting for 90 days to get the device replaced but right now it is just sitting in the patient body not working. No further complications were noted or anticipated.